Event description:
It was reported that the system was explanted five days post-implant because it could not convert three induced arrhythmias during testing. The patient will get a transvenous system implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system was explanted five days post-implant because it could not convert three induced arrhythmias during testing. The patient will get a transvenous system implanted. There were no additional adverse patient effects.